Event description:
Complaint received due to precision issues on one patient sample tested for total psa. The patient's first result was 42.2 ng/ml. In 2009, the same sample was repeated resulting at 6.3 ng/ml. The result of 6.3 ng/ml is correct from clinician's point of view. No information provided to determine if patient was adversely affected. From the service visit, it appears the analyzer is performing acceptably. If additional information is received, appropriate notification will be provided.